Event description:
Customer reported issues with sensor glucose verses blood glucose differences. It was reported that the glucometer on the insulin pump was not recording the customer's blood glucose which cause the customer to over calibrate. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.